Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the fiber optic test would intermittently stopped working. To fix these issues the fse replaced the cbl assy,fo sensor extension. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit fiber optic cable is not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information received on 09/19/2022. Updated fields: b4, e2, e3, g2, g3, g6, h2, h3, h4, h6 (type of investigations, findings, and conclusion codes, h10, h11. Corrected fields: h6 (clinical codes). Investigation completed on: 04/29/2024. A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the fiber optic test would intermittently stop working. The fse replaced the fiber-optic sensor extension. The fse performed safety, calibration, and functionality checks to factory specifications. The iabp was then released to the customer and cleared for clinical use. The failure analysis and testing dept. Received cabl assy,fo sensor extension and performed a visual inspection and found the part to be damaged. The blue connector is damaged, along with the cable being cut. "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Retaining the sensor extension in the fat per procedure .